Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up 3005168196-2019-00357 MFR report: 1. Section h. Box10. Narrative/corrected data. Results: the pet lock was intact on the proximal end of the pusher assembly. The smart coil pusher assembly mid-joint was retracted into the introducer sheath friction lock. The embolization coil was intact with the pusher assembly and was undamaged. The mid-joint od was within specification. Conclusions: evaluation of the returned smart coil revealed the pusher assembly mid-joint was retracted into the introducer sheath friction lock. If the mid-joint become retracted into the friction lock, resistance will likely be experienced while advancing the device. After unseating the pusher assembly mid-joint from the friction lock, the smart coil was advanced through a demonstration microcatheter without issue. The reported complaint could not be confirmed. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure using penumbra smart coils (smart coils). During the procedure, the physician successfully placed three coils using a non-penumbra microcatheter. The physician then felt resistance and was unable to advance a smart coil through the hub of the microcatheter. Therefore, the smart coil was removed, and the procedure was successfully completed using new smart coils with the same microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The smart coil pusher assembly mid-joint was retracted into the introducer sheath friction lock. The embolization coil was intact with the pusher assembly and was undamaged. The pusher assembly was able to advance through the 0.0159¿ ring gauge and the mid-joint od was within specification. Conclusions: evaluation of the returned smart coil revealed the pusher assembly mid-joint was retracted into the introducer sheath friction lock. If the mid-joint become retracted into the friction lock, resistance will likely be experienced while advancing the device. During the functional testing, smart coil was properly re-sheathed into its introducer sheath and was able to be advanced through the introducer sheath and the demonstration delivery microcatheter without an issue. The mid-joint od was measured with the 0.0159¿ ring gauge and it was within the specification. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.